Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the trial was initiated on (B)(6) 2024. It was reported that there was an issue on both ens and lead. The patient stated that lead got damaged and the wire was hanging down from bandage. The cause of the issue was not known. The patient also reported loss of stimulation. The cause of the loss of stimulation was due to the programmer refused to allow stimulation to be increased, and decreasing it would throw a "max settings" error. It was unknown whether the troubleshooting was performed. The patient reported the symptoms of discomfort/soreness/pinching, itchy, and burning sensation. The patient also reported bandage came loose. The issue was still ongoing. Additional information was received from the patient on 2024-aug-17. The patient previously went up to 3.5, where they felt it, but that was the maximum the programmer would increase (it did not show a "max stim" error this time). The patient stated that with changing their stimulation from the left at 3.7 to the right at 1.5 where they can feel the stimulation and was comfortable.

Manufacturer narrative:
Continuation of d10: product ID: 306001, lot#: unknown, implanted: (B)(6) 2024, product type: screening device section d information references the main component of the system. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep) stating that the cause of the lead getting damaged was unknown. As resolution, patient was able to change to the alternate side, where they noticed symptom improvement. The issue was resolved. The cause of the wires hanging down was determined to be that the patient's dressings came off most likely due to sweating. As resolution, patient was able to change to the alternate side successfully. The issue was resolved. The cause of the inability to adjust stimulation and maximum settings error was unknown. The cause of the bandages coming loose was determined to be sweating.

Manufacturer narrative:
Continuation of d10: product ID 306001, lot# 60565992, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: screening device. Product ID neu_unknown lot# unknown, product type: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.